Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history records for (B)(6) showed no deviations from manufacturing or quality assurance specifications. The current revision of the heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. The IFU lists adverse events that may be associated with the use of hm3 lvas. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , was explanted on (B)(6) 2021. Multiple requests were made to obtain additional information regarding the reported event, as well as the disposition of the device; however no further information was provided by the account. (B)(6) was not returned for evaluation. The hm3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient was explanted. Additional information was requested. No additional information was provided.